Event description:
It was reported that the cassette was not recognized by the pump.

Manufacturer narrative:
Additional information was received indicating that there was no patient injury. Device evaluation: one device was returned and visual inspection revealed smiths tamp seal were missing. Housing intact. Upon inspection, yes, the reported ?cassette not recognized' problem was duplicated. Pump was tested found latch/lock optic flex circuit not functioning. Recommend replacing latch/lock optic flex circuit. The defective latch/lock optic flex circuit was replaced.

Event description:
Oracle ro 1215452: cassette not recognized additional information received, occurred with patient. Pump was exchanged and returned for maintenance. Upon review, it still did not recognize cassette. No patient harm encountered.